Manufacturer narrative:
A ge service rep performed an on site investigation. The orbital rotation malfunction was verified, but could not duplicate the footpedal issue. Replaced the mechanical components associated with orbital rotation and confirmed performance. As a proactive measure replaced footswitch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600emi system has a mechanical looseness in orbital rotation and some sticking in the footpedal. There was no report of patient injury.